Manufacturer narrative:
Product event summary: the battery and pump were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis of the controller in use during the reported event, (B)(4), revealed a controller power up event on (B)(6) 2017, at 09:14:41. The data point prior to the controller power up event, at 09:04:21, revealed that (B)(4) was connected to power port 1 with 25% relative state of charge (rsoc) and no power source was connected to power port 2. Further analysis revealed that a power source was not connected to power port 2, starting at 08:34:17, or for approximately 30 minutes. The data point after the controller power up event revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 95% rsoc. Estimated pump of time was approximately 10 minutes. A review of the event file showed three (3) previous controller power up events recorded on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. During each instance, a controller ac adapter was connected prior to the loss of power, suggesting that the patient may have accidentally disconnected both power sources while attempting to exchange the controller ac adapter with a battery. Furthermore, the controller power up event on (B)(6) 2017 revealed that only a controller ac adapter was connected to power port 1. The results of the log file analysis suggest a behavior by the patient to at times, have only one power source connected and revealed a history of disconnecting both power sources. As a result, and based on the available information, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an inadvertent disconnection of both power sources. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex pos t-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: pump /(B)(4)/ model #: 1103. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the clinical study site that the patient was in the nursing home on (B)(6) 2017 when a nurse noticed the left ventricular assist device (lvad) was disconnected and the patient had no pulse and was not breathing. It was stated that the batteries had been depleted. Nurse then reconnected the lvad and the patient regained spontaneous breathing and pulse but was unresponsive and not following commands. It was stated that the ¿patient has managed to unhook his batteries several times now; this is not a controller issue as controller has been changed previously and connections appear firm/solid on testing; seems to be issue with lack of patient compliance¿. Patient was sent to kindred long term acute care facility and the patient managed to disconnect from his lvad again. It was stated that the pulse was not palpable so cardiopulmonary resuscitation (CPR) was initiated and lasted approximately 5 min. It was then stated that the patient returned to spontaneous circulation. Patient was intubated on (B)(6) 2017 and extubated the next day. It was stated that the lvad was manipulated to the point where it cannot be disconnected any more. The patient returned to baseline and ultimately was discharged home with home health on (B)(6) 2017, and issues was stated to have been resolved. No additional information available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported by the clinical data site that the patient had depleted batteries due to subject inability to manage his power. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Describe event or problem. It was reported from the site that the patient is in a nursing home due to the stroke and is relatively weak in appearance. According to the attached there seems to be times when he is running on just one power source for whatever the reason which may obviously contribute to the potential for a complete, accidental power disconnect and ventricular assist device (vad) stop. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had a "ventricular assist device (vad) stop" alarm at long-term case facility.  Emergency medical system (ems) was on site and heard an audible loud alarm. Ems found subject unresponsive and without a left ventricular assist device (lvad) hum on auscultation. Batteries were found to be depleted. With restoration of battery power, lvad resumed, and subject regained consciousness and is back at baseline. Patient was taken to emergency department. According to log file reading on (B)(6), there had been three "power up and vad start" events with this patient recently.  Physician at hospital reported that lvad was off for up to 10 minutes and 20 seconds (or less). The patient was evaluated in the emergency department (ed) and discharged back to the long-term facility on (B)(6) back to long-term care facility.  No additional information available.